Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00338; 3005168196-2019-00340.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using three indigo system catrx aspiration catheters (catrxs). During the procedure, the proximal ends of the three catrxs were kinked while advancing into a 6fr guide catheter, despite being advanced over a guidewire. Therefore, the catrxs were removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/14/2019: describe event or problem. Results: the catheter was fractured at approximately 97.0 cm from the hub. The device had a bend at approximately 24.0 cm from the hub. Conclusions: evaluation of three returned catrxs revealed that the devices were fractured at their proximal shaft of the catheter. If the devices are forcefully manipulating at extreme angles outside the guide catheter, the devices may become kinked. Continued manipulation of a kinked device, such as retracting against resistance, may cause the kink to become a fracture. Further investigation revealed that the returned devices had bends which were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00338, and 3005168196-2019-00340.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using three indigo system catrx aspiration catheters (catrxs). During the procedure, the proximal ends of the three catrxs were kinked while advancing into a 6fr guide catheter, despite being advanced over a guidewire. Therefore, the catrxs were removed. The procedure was then completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.